Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 14mm proximal from the distal markerband. A visual examination of the device identified no issues with the markerbands, no kinks or damage to the shaft, and no damage to the tip. D2b: product code: lit. G4: PMA/510(k) # field on 3500a form: k110122, k141521.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the radial artery. A 5.0 x 150, 135cm mustang balloon catheetr was advanced for dilatation. During the procedure, when the device was unpacked to reach the lesion site and it was found that the contrast medium overflowed and the pressure was unstable. After withdrawal, it was found that the balloon had a small breach. The device was removed successfully and the procedure was completed with another of the same device. There were no complications reported.

Manufacturer narrative:
D2b: product code: lit. G4: PMA/510(k) # field on 3500a form: k110122, k141521.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the radial artery. A 5.0 x 150, 135cm mustang balloon catheter was advanced for dilatation. During the procedure, when the device was unpacked to reach the lesion site and it was found that the contrast medium overflowed and the pressure was unstable. After withdrawal, it was found that the balloon had a small breach. The device was removed successfully and the procedure was completed with another of the same device. There were no complications reported.